Manufacturer narrative:
Two (2) 1500cc samples lot numbers 17a04 and 16g04 were received on the 17th august 2017 and detailed investigation on the reported concern was conducted. A review of the manufacturing device history record for the referenced lot numbers was completed. No reported concerns regarding ¿suction failure¿ was documented during the manufacturing of these batches. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. The manufacturing date for lot number 17a04 revealed the product was manufactured 01/24/2017. The manufacturing date for the second lot number, 16g04, revealed the product was manufactured 07/27/2016. A visual examination was completed by the quality and engineering management and no non-conformances were noted on the returned units. The returned samples were tested by our laboratory for suction testing at a low vacuum pressure of -150mmhg and both flex liners functioned as designed. The units tested did seal hermetically to the outer canister and mechanical shut off valve rose up when flex advantage liner became full of fluids until eventually it came in contact with the under surface of the flex lid, closing the vacuum orifice and preventing further vacuum from entering the canister, thus stopping inflow of fluid waste. Further to that, both samples received were subjected to a decay test to determine if there are any leak in between the flex liner and hardware that can affect the functionality of the device. Tested units met the test requirements. Based on the investigation, we have concluded that the medi-vac flex advantage liners are free of defects or functional problems. Without a specific assignable cause and replication of the reported incident, no specific corrective action can be completed; however, we will continue to monitor concerns such as these for possible future action. Key production and quality personnel have been made aware of this reported incident through the investigation process.

Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. Samples and photos were requested, but not received yet. A review of the manufacturing device history record for the referenced lot numbers was completed. No reported concerns regarding ¿suction failure¿ was documented during the manufacturing of these batches. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. The manufacturing date for lot number 17a04 revealed the product was manufactured 01/24/2017. The manufacturing date for the second lot number (16g04) revealed the product was manufactured 07/27/2016. The investigation is on-going. A follow-up report will be filed once investigation has been completed.

Event description:
Customer has reported that during a colon procedure on a (B)(6) old male patient with major medical history - patient with cardio respiratory case and morbid obesity. Fecal material was noticed inside patient¿s mouth reportedly due to a non-functional suction system where the liner could not be reactivated ¿ shut off valve stayed blocked. The shut off valve could not be reactivated when the canister was straightened. Consequently, the cardiologist practitioner could not intubate the patient - material was noticed in patient mouth, but it could not be suctioned and the intubation procedure could not be done. Patient experienced 20 minutes of cardiorespiratory arrest and passed away.

Manufacturer narrative:
After further evaluation at the facility and testing conducted on the canisters in question, it was determined that the issue reported was not due to a product malfunction. Cardinal health has not received confirmation from the hospital on the actual cause of patient death, but hospital has reported that the incident was not due to a product quality issue.